Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate measured data. On (B)(6) 2017 the patient presented to the hospital and the device was interrogated again and exhibited inappropriate measured data. On (B)(6) 2017 the physician elected to explant and replace the lead. The patient was in stable condition post surgery.